Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 72 mg/dl.